Manufacturer narrative:
Results of investigation: the navio handpiece pfsr110137, (B)(6) (italy) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A handpiece test was performed on the customer device and the system outputted a "device not connected" error message. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event is early stage motor failure. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a navio preventative maintenance, the navio handpiece has the internal motor blocked. As this was noticed in a non-surgical environment, there was not any patient involved.